Event description:
Terumo medical received an FDA medsun report # (B)(4). The event description states: "angio-seal vip vascular closure device misfired when trying to close vessel. The original intended procedure was an angiogram. Therapies being used on the patient at the time of the event that may have caused or contributed to the event is not applicable. Preexisting characteristics that may have contributed to the event: diabetes; hypertension; coronary heart disease."

Manufacturer narrative:
B3: date of event: july 2025. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation:unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).